Event description:
It was reported a hemorrhage occurred requiring the patient to be intubated with a prolonged hospital stay. It was reported post-ekos treatment, lysis worked with no know device issues. However prior to discharge, the patient had complications with lung bleeding, upon positioning of the catheters. The patient was reported to be alive and intubated. Additional information has been requested but was not available at the time of report submission.

Manufacturer narrative:
Date of event was not reported and approximated as (B)(6) 2021.